Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the patient had a spontaneous ventricular fibrillation episode which was not converted with six shocks and external defibrillation was required. It was noted that the defibrillator had passed two defibrillation threshold tests at implant and it was believe that the patient's thresholds had increased since then. Another defibrillation coil was added to the system. The device is still in use. No further patient complications have been reported as a result of this event.